Manufacturer narrative:
The product investigation was completed. Device evaluation details: it was confirmed by a company representative that the physician didn't have any intact ECG (electrocardiogram) signal available to monitor the patient heart rhythm. Additionally, per the lab staff, there were bent pins and visible damage to the cable at the start of the procedure. Technical services confirmed that the faulty bs (body surface) ECG cable was replaced and the issue is resolved. System is operational. The faulty bs ECG cable was requested for investigation by the manufacturer. The received bs ECG cable couldn't be investigated since the product wasn't sent with all relevant parts ¿ only trunk was sent, without limb cables. Furthermore, the cable was physically damaged, ¿ the connector was broken. The cable in such condition can¿t be connected to the carto system and the complaint can¿t be verified. A manufacturing record evaluation was performed for the carto3 system serial number (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001607722

Event description:
It was reported that a patient underwent an idiopathic deep vein thrombosis (idvt) ablation procedure with a carto 3 system and both the carto 3 and the recording system displayed noise on the limb lead signals. The lab reported there were bent pins and visible damage to the cable at the start of the procedure. Additionally, the medical team confirmed that there was no intact signal at all to monitor the patient's heart rhythm. The 12 lead cable was replaced and the issue resolved. No patient consequences were reported.

Manufacturer narrative:
On 24-jun-2024, bwi received additional information regarding the event. The manufacture date of 8-jul-2013 was updated. The d4 primary UDI number was updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).